Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A specific mode of device failure was not reported in this case. Contributing factors to the reported stenosis may include, but are not limited to be: back wall capture, user technique, operational context, patient anatomy, or manufacturing. The lot number was not identified; therefore, the lot history record was not reviewed and a query of the complaint-handling database was not performed. Based on the information available and the manufacturing inspection criteria, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician achieved arteriotomy closure of a left common femoral artery (lcfa) using a starclose se device after a diagnostic procedure for a right cold leg. Upon vessel closure no doppler pulse was obtained on the left leg. The right brachial artery was accessed to take a view of the lcfa; stenosis at the point where the clip was deployed was observed. Balloon angioplasty was performed and leg pulses were obtained. The physician could not determine the cause of the stenosis, whether the clip had captured the arterial back wall or any plaque/calcification. The patient did not experience any adverse sequelae. The physician is trained in the use of the starclose se device. The sheath size used for the closure procedure was 6fr. Though requested, no additional information was provided.